Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 8 months post-implant, it was reported that the pt suffered from a cerebral hemorrhage and was readmitted into the hospital. Approximately 8 days later, the pt expired and the reported cause of death was cerebral hemorrhage.

Manufacturer narrative:
A specific cause for the reported cerebral hemorrhage and a correlation to the device could not be determined. The pump was not explanted; therefore, a full evaluation of the device could not be performed. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump was not explanted therefore will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.